Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to analyze the heart rhythm of a pt, the device displayed an "analysis halted" message. The clinician then clipped the pt's hair and the device operated as intended. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.